Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) channel exhibited non-physiologic sensing. It was noted that the rv and left ventricular (lv) leads were switched in the header, and the lv lead had experienced insulation damage at some point, which had been repaired with adhesive. The leads were switched back to their respective ports, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.